Manufacturer narrative:
Product information was not provided, so manufacture date could not be determined.

Event description:
An advocate initially called because the contour would not power up. She made an additional comment that prior to this issue the customer had several blood glucose readings as low as 30mg/dl during the night, along with hypoglycemic symptoms. He would feel sweaty, shaky and his eyes were glazed over. She would give him cranberry juice and cookies. No paramedics or hospitalization were required. Information from the strips used at that time was not available. Customer disposed of the meter, so meter information could not be obtained. New meter and strips were sent to the customer.